Event description:
It was reported that during a laparoscopic liver resection the first instrument's top jaw broke off completely as the I-blade was advanced. Both the instrument and the competitive, 5 mm plastic trocar, had to be removed because the instrument couldn't be removed through the trocar. The broken piece of jaw was removed, as well. The patient had to be reinsuflated, which resulted in a twenty minute delay in the procedure. The procedure was completed using a competitive device with no consequence to the patient.

Manufacturer narrative:
(B)(4). Additional information: there was no sample received for analysis. Only a picture of the sample was received for analysis. A review of the image shows an (B)(4) with the jaw detached. A close inspection of the image of the jaw shows that the proximal end of the jaw is bent outward. This type of damage is likely associated with using the instrument on thick tissue that has not been allowed to denature prior to compressing the jaw. The stress on the jaw interface causes the jaw to open from the proximal end where it attaches to the instrument. Because the instrument was not returned we are unable to confirm the issue or conclude what the cause could have been.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional analysis: two (2} enseal ® g2 articulating tissue sealer devices were returned and sent to cincinnati for additional analysis. Both devices were visually inspected upon removal from the package and received with the articulation joint yielded and shaft cover damage. The outer diameter of the shafts were measured on a sampling of enseal ® g2 articulating tissue sealer devices and are compatible with competitive smm plastic trocars. Therefore, the shaft cover damage is a result of articulating while the jaws or articulation joint are not fully through the trocar or removing device from the trocar while still articulated. During functional testing, the 1-blade did not fully advance to the distal tip of the jaws even though the activation button and lever were fully depressed. Upon return of the lever, the jaws remained closed and 1-blade did not return to the original position. The devices were CT scanned and x-rayed after the visual inspection was completed. The CT scans and x-rays confirm a broken knife assembly, damaged flex joint and deformation of one articulation band. Probable series of events based on root cause investigation: distal rib(s) of flex joint were damaged/broken causing a gap in the articulation band and knife guide paths created by the flex joint. This failure resulted in the initial yielded articulation joint. Lack of knife support allowed the knife to permanently buckle and break. Buckled knife further damaged flex joint and deformed one articulation band. This further yielded the articulation joint which would make it difficult to remove the device from the trocar without unintentionally removing the trocar from the incision site, a loss of insufflation, or further damage to the black shaft covering. The investigation confirms shaft cover damage, a broken knife assembly, damaged flex joint and deformation of one articulation band which resulted in a yielded articulation joint. Given that the most likely initiating event was the damage to the distal ribs of the flex joint, the most probable cause of the damage to the articulation joint could be application of an abusive load on the articulation joint.